Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 200 mg/dl. The customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer was advised to repeat delivery of a 5 unit fixed until air bubbles are no longer visible. The customer was advised to change infusion set. The customer was advised to return set and reservoir for analysis.